Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower and an error message (sf188) indicating a safety assert system fault. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board and the pneumatic block was replaced to address the issues. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower and an error message (sf188) indicating a safety assert system fault. There was no patient harm or a serious injury reported as a result of this incident.